Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, device code(s), investigation findings and investigation conclusions have been updated. Additions to section h6: component code and type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The 26mm commander delivery system and 14fr esheath+ devices were returned for evaluation and the following observations were made: loader cap inserted through flex shaft of esheath+, stopcock attached to balloon port, balloon burst longitudinally and radially with no balloon pieces missing, inflation balloon material bunched towards nose tip, and ic bond intact. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery revealed the presence of calcification in the patient's landing zone. In addition, device imagery showed that the balloon burst both radially and longitudinally and was bunched up over the nosecone. In this case, the complaints of balloon burst and inability to withdraw system through vasculature were confirmed based on the product evaluation. Available information suggests that patient factors (calcification) and procedural factors (over-inflation) likely contributed to the balloon burst as 3mensio imaging confirmed the presence of calcification in the landing zone, and it was reported the balloon was inflated with an additional 3cc. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Also, available information suggests that procedural factors (withdrawal of a burst balloon) likely contributed to the inability to withdraw system through vasculature as it was reported the cutdown was performed to prevent injury to the patient; the subsequent altered balloon profile could have made it more susceptible to catch on patient vasculature and damage patient vasculature, thus the operator decision to retrieve the device via cutdown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra (s3u) valve in the native aortic position. During the tavr procedure and upon full inflation of the 26mm s3u valve with an additional 3cc, the balloon to the 26mm commander delivery system (ds) tore circumferentially due to sinotubular junction (stj) calcium. The ds was then pulled down to the common femoral artery (cfa) outside of the 14fr esheath+. A cfa cutdown was performed in order to prevent injury to the patient, the ds was removed and the artery surgically closed. Per report, the patient tolerated the procedure well.

Event description:
According to pre-decontamination observations of the returned device, the balloon was burst longitudinally and radially.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering review. Sections b4, b5, g3, g6, h2 and h6: device code(s) have been updated. Addition to section b5. Correction to section h6: device code(s). The investigation is ongoing.